Manufacturer narrative:
The complaint is confirmed upon review of the customer provided photos. The event reported by the customer is a known issue and is being investigated as part of CAPA-00274. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 9/21/2021 it was reported by a sales representative via email that (2) ar-3836 knotless fibertaks pulled out completely when shuttling the loop through the sheath of the anchor. This was discovered during a case, with no patient effect reported. The patient was a 16 year old male athlete with hard bone. The surgeon completed the case successfully using a new device from a different manufacturer. Additional information provide. 09/24/2021 capsulorrhaphy was being performed. The device broke inside the patient, and not all the fragments were removed. The 1.8mm drill and curved drill guide were used to prepare the bone socket from the drill kit ar-3638dc.